Event description:
During a preventative maintenance check of a demonstration of an anesthesia machine, a MFR's representative noted that the fresh gas flow was coming from the incorrect vaporizer port on the anesthesia machine.